Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer is usung devices manufactured in 2022, as per the serial number. Therefore, the device is no longer in warranty. The customer has been offered replacement parts and will therefore continue using the pump. As the device is not being returned, we are unable to determine at this point if the pump is unable to release milk. If the customer provides any further information that helps with the investigation, a follow up report will be sent.

Event description:
Customer reported on (B)(6) 2024 from the us that the elvie pump caused mastitis. The customer alleged that the pump was not releasing any milk and therefore caused several cases of mastitis in both breasts. Customer spoke to her medical team on a few occasions, and was advised to pump a lot, use hot compress and on one occasion was given antibiotics.